Event description:
Device 3 of 3. Reference MFR report #: 1627487-2011-05180, 1627487-2011-05401

Manufacturer narrative:
Results - inspection of the returned ipg revealed minor scratches on the can and discoloration in the septums and header. The ipg communicated with lab equipment. The ipg was tested to manufacturing specifications and passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.